Event description:
It was reported that the patient experienced ineffective therapy and uncomfortable stimulation. Troubleshooting revealed high impedances on both leads. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.